Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a, itchy rash underneath the electrodes. The patient's physician gave her clearance to remove the device for half a day or so if she needed some relief. During a follow-up, it was reported that the patient's irritation improved after using salve on the irritation and removing the device.